Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed functional testing. No unexpected empty reservoir alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was experiencing high blood glucose of 27mmol. After changing the battery and the infusion set they believe the insulin pump was not delivering the insulin properly. It was stated that the parents do not trust the device anymore. No further information was provided.